Event description:
It was reported that during implant, the atrial setscrew of this implantable cardioverter defibrillator (ICD) could not be connected and it was not possible to torque. The device was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the atrial setscrew of this implantable cardioverter defibrillator (ICD) could not be connected and it was not possible to torque. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. It was noted the atrial set screw was sideways/disengaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.